Manufacturer narrative:
Other text: b3: date of event is unknown. H3. Device evaluated by manufacturer and h6. Health effect, evaluation codes: updated. Device evaluation: one device was received. A visual inspection found a cracked bottom case. A review of the event history log found a check clutch plunger lever error. During the functional testing, a check clutch plunger lever error was found during the occlusion test. The cause was found to be the combination of the lead screw and both clutch halves being old, dirty and worn out due to normal wear. The lead screw and both clutch halves were replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported the pump alarmed check clutch plunger lever. No patient injury reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.